Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported that a pen ndl 32g 4mm 100bx 1200 USA was unable to deliver medcation during use. The following was reported by the initial reporter: "it was reported that needle bends at the patient end during injection and the needle clogs during injection. Verbatim: consumer reported that the needle bends at patient end during injection. Also reported needle clog during injection."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pen ndl 32g 4mm 100bx 1200 USA was unable to deliver medcation during use. The following was reported by the initial reporter: "it was reported that needle bends at the patient end during injection and the needle clogs during injection. Verbatim: consumer reported that the needle bends at patient end during injection. Also reported needle clog during injection."